Event description:
A customer reported to baxter product surveillance of an interlink system extension set with 0.22 micron filter in which a leak occurred. According to the report, two slits were detected in the wall of the tubing of the tpn set with 0.22 micron filter which caused leakage. The condition occurred during infusion on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). This issue has been escalated to CAPA. Device evaluation: a sample was available for evaluation. A visual inspection was performed revealing no abnormalities. An underwater leak test was performed revealing a tubing leak. Upon closer inspection two cuts approximately 8 3/4 inches below the drip chamber were discovered. The cuts were approximately 1/8 inch in length and apart.